Event description:
It was reported bt the customer that the cs300 intra-aortic balloon pump (iabp) had electrical test failed - error 52 before use. There was no patient involvement.

Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by cleaning transducer connectors and calibrating the transducers. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 health effect ¿ impact codes, component codes, h11 corrected fields: d1, d2, d3, d4, h6 medical device ¿ problem code.